Manufacturer narrative:
Per tandem user guide, change your cartridge ever 48-72 hours as recommended by your healthcare provided no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a high blood glucose (bg) level; bg value was not provided. Customer treated the high bg by delivering a bolus via the pump. Reportedly, the customer had received a cartridge change alarm indicating that the cartridge was out of insulin; however, this alarm went unnoticed. While hospitalized, the customer received treatment via insulin pens. No additional issues were observed with the cartridge, infusion set tubing, infusion set cannula, and insulin. No additional information on patient condition, or time of release were provided.